Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Analysis was unable to perform operating current and functional test, including the displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to cracked and bleeding lcd glass. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they had display anomaly. The customer's blood glucose was 200 mg/dl at the time of incident. The customer stated that the half of the screen was black. The customer stated that the display did not return after troubleshooting. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.